Event description:
Patient called to report an adverse event involving her recalled philips CPAP machine. Patient stated she used the recalled machine approximately 2014-2017 and discovered in (B)(6) 2017 she had developed stage 2-3 kidney issues. Patient also stated she had developed breathing difficulty since starting on the recalled device.